Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "correct selection of the implant is extremely important. The potential for success in fracture fixation is increased by the selection of the proper type of implant."

Event description:
It was reported that during a right femoral fixation procedure on (B)(6) 2015, a lag screw was implanted then removed as it did not fit. The surgeon's measurements had been incorrect. The procedure was completed with another screw without delay.